Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in a patient. It was reported that during the procedure, after repeating inflation and deflation of the reliant balloon a couple of times, the balloon burst. The balloon was completely within the stent graft when it was inflated. It was unknown what was used to inflate the balloon and the amount of contrast versus saline used for inflation was unknown. It was unlikely that the balloon was damaged due to being caught on calcification, the sheath tip, or somewhere else in the patient's body. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.